Manufacturer narrative:
Device p-cap or reservoir locked properly in place and passed displacement test. Device received with minor scratched lcd window, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump was damaged. Customer's blood glucose level was 6.2 mmol/l. Customer also stated that there was scratch on the lcd screen and had a line across making it hard to read screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.